Event description:
A malfunction was reported with the code malf 12 displayed. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.